Event description:
Pain and fever started on (B)(6) 2018. CT scan occurred on (B)(6) 2018 which indicated that all of my organs in my abdomen were infected and inflamed. Pelvic ultrasound occurred on (B)(6) 2018 confirming that the essure implant in my left fallopian tube had migrated. I have to have the essure surgically removed at this point. Still continue to have pain in my left side from it and am still on major antibiotics to keep the infection from coming back. Before confirmation of the migration of the essure device, had fatigue, clotting and headaches for approx a year and a half. The essure was inserted in 2011 as a safe permanent non-invasive procedure for permanent birth control. Now I am facing a surgery and a possible hysterectomy based on the fact that the device can fragment and break apart easily.